Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2010, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 80% stenosed, 20 mm long, de-novo target lesion was located in the first obtuse marginal (om) branch with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The second target lesion, a de-novo lesion located in the second om, was treated with pre-dilatation and placement of a 3.00 x 38 mm taxus liberte stent. The third target lesion, a de-novo lesion located in the proximal left circumflex artery was treated with pre-dilatation and placement of a 3.00 x 24 mm taxus liberte stent. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with substernal chest discomfort and in-stent restenosis. The 90% focal in-stent restenosis in ramus (first om) was treated with balloon angioplasty and placement of a non-bsc drug eluting stent with 0% residual stenosis. The event was considered resolved without residual effects and subject was discharged the same day on aspirin and clopidogrel.